Event description:
Patient reported that their teeth move once the aligner is removed and that their two front teeth are loose, they are very easy to wiggle. Requested information and mobility video. Patient provided video that showed mobility. Provided information and recommended 14 day rest period.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.